Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that high alarm? Upstream occlusion" occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received on 31-aug-22: tracking number provided for the device return. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. The investigation determined that an inoperable upstream occlusion sensor could be a probable, but unconfirmed, cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
, Corrected data: h6 - health effects codes.